Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no additional out of range measurements were observed and the physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was unable to be reproduced in clinic. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that the cause of the noise was suspected to be related to the lead configuration from bipolar to unipolar. The configuration was programmed back to bipolar, however, was noted to have switched back to unipolar again 10 days later due to continued high out of range pacing impedance measurements greater than 2,000 ohms. A health care professional (hcp), indicated that the patient was scheduled for a remote interrogation on a future date.